Manufacturer narrative:
Cmpl-(B)(4) e1 initial reporter state - (B)(4)

Event description:
It was reported that the app uninstalled itself. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.